Manufacturer narrative:
(B)(4). Additional information received: product discarded by hospital.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: upon visual inspection of the pictures an el5ml device was observed inserted into a b5lt trocar and with one jaw disengaged from the cam. However, no conclusion could be reached as the device was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number r40x2p, and no non-conformances were identified.

Event description:
It was reported the during an unknown surgery, clips not loading or forming correctly. Clips didn¿t fire properly, stayed stuck in the device. There was a 2-minute delay in the procedure. Opened a new clip applier to complete the case. There were no patient consequences.